Manufacturer narrative:
Unit received with broken battery tube threads. Unit received with cracked case at display window corners and reservoir tube lip. Unit received with scratched lcd window. Unit received with missing end cap sticker. Unit received with bleeding lcd glass. (B)(4).

Event description:
The customer reported via phone call that his insulin pump was broken however, no troubleshooting was performed for the broken pump. Customer did not indicate any significant events leading to the broken pump or how the pump was broken. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.